Event description:
A medtronic representative reported that during a spine procedure the surgeon alleged that the tactile awl was showing inaccurately on the navigation system, depending on the angle the probe was at to the camera. The surgeon was able to complete the surgery with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Patient demographic information provided.

Manufacturer narrative:
The patient demographic information is unavailable from the site at this time. With a known good tracker attached the instrument returned good divot error readings. No problem found. Device fully functional. Unable to confirm complaint.